Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of it being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, was confirmed. Ventec replaced the exhalation control module (ecm) and the external flow module (efm) to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the ecm and efm.

Event description:
It was reported to ventec that the device needed service. Upon evaluation of the device, ventec observed that it was delivering was unable to maintain peep (positive end expiratory pressure). As a result, the device measured lower peep than set. There were no reports of patient use associated with the reported issue.